Manufacturer narrative:
Review of instrument images: initial testing resulted rh negative. Weak d testing was performed: reagents: rh control grade: -, strength: 3; anti d series 4, ?, 24. Weak d testing was repeated: reagents: rh control, grade: -, strength: 5; anti d series 4, 3, 89. Serological evaluation performed a weak_d assay on three known rh negative in house donors on the neo using retention products capture-r select strips, lot sc164 and anti-d (series 4), lot 504781. Controls performed as expected and all in house donors resulted as negative. Retention products performed as expected. The customer submitted one unopened vial of anti-d series 4, lot 504781, one unopened pouch of capture-r select, lot sc164 and two sample tubes, ID (B)(4) for investigation. Performed a weak_d assay on three known rh negative in house donors on the neo using returned products capture-r select strips, lot sc164 and retention anti-d (series 4), lot 504781. Controls performed as expected and all in house donors resulted as negative. Performed rh testing on the customers submitted sample (B)(4) by manual tube testing using retention and returned products anti-d (series 4), lot 504781. Controls performed as expected and the returned sample resulted as rh negative at is and iat phase. Performed a weak_d assay on three known rh negative in house donors on the neo using retention products capture-r select strips, lot sc164 and returned anti-d (series 4), lot 504781. Controls performed as expected and all in house donors resulted as negative. Performed a weak_d assay the customers returned sample on the neo using retention products capture-r select strips, lot sc164 and anti-d (series 4), lot 504781. Controls performed as expected and the returned sample resulted as ntd. Visually the button looked negative but was obscured or gunky at the top of the button. Plasma was pulled off and the sample was retested using washed red cells only. Sample repeated as negative. All retention and returned products resulted as expected. We were unable to reproduce the customer's results.

Event description:
Customer reported an rh discrepancy when testing a sample on the galileo neo. A sample that is historically a negative resulted as a positive on neo. Manual testing performed on bench resulted as a negative. No transfusions or adverse effects have been reported.